Event description:
It was reported that balloon pinhole occurred. A 3mm x 40mm x 145cm coyote es balloon catheter was prepared and noticed a small pinhole on the distal end of the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon pinhole occurred. A 3mm x 40mm x 145cm coyote es balloon catheter was prepared and noticed a small pinhole on the distal end of the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was inflated to rated burst pressure and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.